Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: section e1 has been updated with the applicable physician.

Event description:
Additional information received indicated the patient's system was explanted due to ineffective therapy.

Event description:
Related manufacturer reference number: 1627487-2021-17238. It was reported that the patient experienced ineffective stimulation. As a result, surgical intervention may take place at a later date to address the issue.